Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Furthermore, the report of alarms could not be confirmed as no log files were submitted for evaluation. It was reported that the vad would not be returned for evaluation; therefore, no product was available for evaluation. The hmii lvas IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU also contains an alarms and troubleshooting section which describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The hmii patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2019 and cause of death not identified. It was reported that the device was alarming when the patient was found expired. The cause of death remains unknown. No device will be returned.